Event description:
It was reported that during an unknown procedure, two linear cutter devices were used in the procedure. After firing one device, the stapler opened without assistance and would not stay closed. The other device would not open after firing. It was unknown how the device was removed from the patient or how the procedure was completed. There was no patient consequence reported. No additional information was available at the time of the call.

Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded on the device. Furthermore, buttressing material was found on the anvil. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the user was an experienced surgeon and familiar with the use of both the ec60 and ec60a. The devices were used during a urologic procedure. The ec60a device was fired and would not open. It was reported the device was maneuvered off the device, but the jaws did not open. After firing the ec60, the jaws of the device opened automatically. Both firings were believed to be on vessels. Additional repair and ligation were performed. No additional device was needed to complete the procedure. Additional anesthesia time of approximately 15 minutes was needed. There was no patient consequence reported.